Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during prime while the patient was connected. The patient had a power outage previously in dwell 2 of 4, and was attempting to start therapy over using the same supplies. The technical service representative (tsr) told the caller to disconnect, discard the supplies and advised that she should never be connected during prime. The caller would discard the supplies and start over with new supplies, as well as contact her nurse regarding her last fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about this event. The nurse had spoken with the patient about reusing supplies, and had told her that if this happened again, that the patient should just end therapy and switch to manual supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.